Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b2: outcome attributed to adverse event. B5: describe event or problem.

Event description:
It was reported that this patient presented with a surgical pocket infection. The contact center was reached to obtain lead information. According to trac implant form, the whole system was explanted and a non-bsc pacemaker, and a different model bcs lead were implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented with a surgical pocket infection. At this time, there is no additional information related to any corrective actions or treatment. No additional adverse patient effects were reported.